Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving gablofen 500 mcg/ml for a total dose of 174.69 mcg/day via an implantable pump for intractable spasticity. It was reported the patient experienced baclofen withdrawal. The patient's weight was (B)(6). The event date was (B)(6) 2019. No further complications were reported/anticipated.